Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foley catheter) product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the bedside room nurse was trying to remove the foley catheter. The nurse noted that 10ml of water was removed from the balloon and the syringe was aspirated twice more to ensure that no further water left in the balloon. Upon initial trial of removal, the patient experienced pain. It was stated that the balloon was aspirated another time with no water output and the foley came out with resistance. Upon inspection, 4ml of water was still present in the balloon. There was no urethral bleeding and the patient was able to void without complications. No medical intervention was reported.